Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that unit has touchscreen issue, only half of screen works. There was no patient involvement.

Event description:
It was reported that unit has touchscreen issue, only half of screen works. There was no patient involvement.

Manufacturer narrative:
MFR received date: 18sep2019. The field service engineer (fse) performed troubleshooting, confirmed reported problem. The fse was unable to calibrate the touchscreen. The field service engineer then replaced the touchscreen to resolved the problem. The fse performed required tests, performance verification and calibration, which the unit successfully passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.